Manufacturer narrative:
Investigation ¿ evaluation: the investigation performed for this complaint report included a review of complaint history, the device history record, documentation, the instructions for use, quality control data and specifications. A visual inspection of the returned device was also conducted during the investigation. One device was returned for evaluation. A visual examination noted the device was returned with the support sheath, basket sheath, and cannulated handle has been bent and pulled to separation. The polyethylene terephthalate tubing (pett) measures 3.7 cm in length. There is 4 cm of the basket sheath severed including the coil and support sheath. The point of the separation is 3 mm from the nose of the mlla. The complaint is confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history found this to be the only complaint associated with product lot number 7852093. The root cause of this event is possibly related to product use or handling (user technique) as it appears the device met resistance beyond its intended design. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported the handle broke away from the device preventing opening and closure. Another basket was used to complete the procedure. No sections of the device remained inside the patient. No additional procedures or adverse effects were associated with this event.